Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / had CT scan after removal and learned of remaining essure fragments.') And endotracheal intubation complication ('difficult intubation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic tonsillitis, hypertension, gerd, gallstones, cataracts, high cholesterol, carpal tunnel syndrome, cholecystectomy, shoulder pain and reactive airways disease. Concurrent conditions included degenerative disc disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), irritable bowel syndrome ("irritable bowel syndrome"), hand dermatitis ("severe dermatitis of hands"), depression ("psychological or psychiatric problems/hormonal changes:depression") and endotracheal intubation complication (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018 salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dyspareunia, pelvic pain, abdominal pain, fatigue, gastrointestinal disorder, weight increased, irritable bowel syndrome and hand dermatitis had resolved and the allergy to metals, psychological trauma, depression and endotracheal intubation complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, device breakage, dyspareunia, endotracheal intubation complication, fatigue, gastrointestinal disorder, hand dermatitis, irritable bowel syndrome, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2018: two undesignated fallopian tubes. Shorter fallopian tube demonstrates a coiled wire device extruding from the lumen of the fallopian tube. A second wire coil is noted within the container. A small 0.6cm paratubal cyst is noted on shorter fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: depression,difficult intubation were added. Medical history , lab data were added. Fu 3 and fu 4 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / had CT scan after removal and learned of remaining essure fragments.') And endotracheal intubation complication ('difficult intubation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic tonsillitis, hypertension, gerd, gallstones, cataracts, high cholesterol, carpal tunnel syndrome, cholecystectomy, shoulder pain and reactive airways disease. Concurrent conditions included degenerative disc disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced depression ("psychological or psychiatric problems/hormonal changes::depression") and underwent endometrial ablation ("endometrial ablation"). In (B)(6) 2014, the patient experienced hand dermatitis ("severe dermatitis of hands"). In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), irritable bowel syndrome ("irritable bowel syndrome") and endotracheal intubation complication (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018 salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dyspareunia, pelvic pain, abdominal pain, fatigue, gastrointestinal disorder, weight increased, irritable bowel syndrome and hand dermatitis had resolved and the allergy to metals, psychological trauma, depression, endotracheal intubation complication and endometrial ablation outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, device breakage, dyspareunia, endometrial ablation, endotracheal intubation complication, fatigue, gastrointestinal disorder, hand dermatitis, irritable bowel syndrome, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2018: two undesignated fallopian tubes. Shorter fallopian tube demonstrates a coiled wire device. Extruding from the lumen of the fallopian tube. A second wire coil is noted within the container. A small 0.6cm paratubal cyst is noted on shorter fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: new event "ablation" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / had CT scan after removal and learned of remaining essure fragments.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), irritable bowel syndrome ("irritable bowel syndrome") and hand dermatitis ("severe dermatitis of hands") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018 salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dyspareunia, pelvic pain, abdominal pain, fatigue, gastrointestinal disorder, weight increased, irritable bowel syndrome and hand dermatitis had resolved and the allergy to metals and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, device breakage, dyspareunia, fatigue, gastrointestinal disorder, hand dermatitis, irritable bowel syndrome, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events breakage / had CT scan after removal and learned of remaining essure fragments., dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, nickel allergy, psych injury, gi conditions, weight gain, irritable bowel syndrome and severe dermatitis of hands added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.